Event description:
During the index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca. Pt had cardiac status of stable angina at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year f/u. Approx 21 months post index procedure, the pt is reported to have suffered an acute non-stemi. The investigator assessed that the target lesion was not involved. The pt underwent a revascularization on the same date. One other brand stent was implanted (revascularized lesion unk). Investigator assessed that there was no relationship between the event and the study device. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (mi).

Event description:
The patient arrived at the hospital with acute thoracic pain. The location of the infarction was identified as anterior and lateral. The revascularized lesion was in a non-target vessel - svg 1.